Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. Reportedly, the customer disconnected the infusion set tubing form the site, delivered a 20 unit bolus, and observed insulin delivering as expected. Customer completed the bolus successfully without an occlusion alarm.